Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the toe curling had resolved and that the ins was turning off because they had been pressing the wrong button on the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that 3 to 4 weeks ago, the patient's ins battery level was low and the lightning bolt was gone. A manufacturing representative (rep) met the patient at the hospital and helped him recharge (took 8 hours) and told him if he had trouble in the future to call. The patient said something did not cooperate. The patient said this morning his toes felt like they were kriinkle/knuckle and if stim was on, they don't do that. The patient did not have a lightning bolt again this morning. It was confirmed the ins was low. The patient said they recharged last week thursday, which he usually charges once a week for 3 hours. During the call, the patient was successfully charging with 8 coupling bars. It was recommended that the patient charges more often. The patient has an appointment on (B)(6) 2020 with their hcp. No further complications were reported/anticipated.